Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64237b. No issues with d-dimer recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported variability between results produced on the triage d-dimer system. Customer stated on (B)(6) 2018 a patient presented to the clinic with "pain in lower left extremity (clot)". Patient sample was tested on triage and produced d-dimer results of 202ng/ml, 163ng/ml, and 571ng/ml. The specific time of testing was not provided but customer stated testing was all done on the same day. Clinics reference range for triage d-dimer is <400ng/ml. Customer stated no other lab tests were performed and customer did not know patient diagnosis/outcome, treatment or medical history.